Manufacturer narrative:
Corrections: h9 investigation conclusion: the customer¿s report that the power button was not working, therefore, the keypad of the pcu module will be replaced was not confirmed on the returned keypad. Test results identified the keypad tested good with no faults identified. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assembly was observed with sign of contamination along the circuit layer. Root cause analysis: the proximate cause of the customer¿s report that the power button was not working, therefore, the keypad of the pcu module will be replaced is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. The root cause of the customer¿s report that the power button was not working, therefore, the keypad of the pcu module will be replaced was not identified on the received device. Device history review: review of the pcu module s/n 15486870 service history record showed the device had a manufacture date of 13feb2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 03nov2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a front case keypad assembly was provided for the investigation.

Event description:
It was reported that the power button was not working, therefore, assy fr case w/ keypad of the pcu module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the power button was not working, therefore, assy fr case w/ keypad of the pcu module will be replaced. There was no reported patient involvement.